Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the night after the implant procedure, the patient experienced periods of asystole and heart block. It was further reported that the right ventricular (rv) lead exhibited loss of capture and over-sensing causing inhibition of pacing. Reprogramming occurred. The rv lead was explanted the next day and replaced. No further patient complications have been reported as a result of this event.